Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s recharger was showing low battery and a por message. The por message was successfully cleared and the ins turned back on. The patient was on program b: left 2.6v and the right side 4.8v. Troubleshooting resolved the issue. There were no symptoms reported. There were no further complications reported.